Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a dinner meal on the ilet and subsequently eating less carbohydrate than announced, including skipping part of the bread and some salad while consuming a low-carb brownie. Symptoms included low blood glucose with a nadir of 48 mg/dl, without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates (half a can of root beer, three glucose gummies, and approximately five grapes) and recovery to 117 mg/dl without medical intervention. Investigation included troubleshooting and education regarding accurate meal announcement and use of the ¿less than¿ meal option when intake is reduced. Investigation of this case revealed that the event was consistent with insulin dosing that exceeded the actual carbohydrate consumed, related to an incorrect meal size announcement, while using a 23" inset infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-related underestimation of reduced food intake leading to hypoglycemia.